Event description:
It was reported that during a device evaluation conducted at the manufacturer, a cut was discovered in the hose portion of the pneumatic drill. There was no report of any oil leakage from the device. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation revealed that the drill performed according to all specifications, however the pneumatic hose assembly was torn. It is unknown how the hose damage occurred. The hose assembly will be replaced.